Manufacturer narrative:
Per good faith effort (gfe) response received 26mar2025, the authorized service provider (asp) engineer confirmed that the device did not unexpectedly power down--the actual issue was that the blower stopped working. The asp engineer also stated that the hospital equipment department ultimately replaced the blower assembly for repair. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that a patient was using a ventilator for assisted breathing treatment when the device suddenly stopped working. The nursing staff discovered it in time and replaced the ventilator for the patient. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to report that a patient was using a ventilator for assisted breathing treatment when the device suddenly stopped working. The nursing staff believed that the issue may be related to a turbine failure of the device. The engineer was contacted for repair. This investigation is ongoing.